Event description:
The lead was implanted on (B)(6) 2011. The presenting showed lv's and rvp. Lvp % was 43 and rv - 100. Threshold today was 1.2 at 1.0. It was close to that at implant but on (B)(6) is was higher at 2.6 at one. I asked if there was reprogramming done at that follow up. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).